Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported contaminants were seen on a new unused syringe. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show the bottom and top web of the packaging blister. One photo shows the bottom part of a syringe with embedded degraded resin in the luer lock area. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot number 9029878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections performed at the molding process was increased to mitigate these escapes. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 30ml ll s/c 56 had foreign matter in the syringe. The following information was provided by the initial reporter: "customer complaint contaminants was seen on new unused syringe."